Event description:
I had double inguinal hernia surgery in (B)(6) 2012 with mesh. I have had pain on my right side daily for over 19 months now. I am scheduled for cryroablation for severe pain in early (B)(6).